Manufacturer narrative:
Physio-control provided the customer with a replacement loaner device. Physio evaluated the returned loaner device but was unable to duplicate or verify the reported issue. Physio observed that the device correctly recognized when both standard hard paddles or a quik-combo therapy cables were connected. The device was then opened and a visual inspection was performed with no discrepancies observed. Proper device operation was observed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their physio provided loaner device would not detect that standard hard paddles were connected to the device. The customer advised that they had tried multiple sets of paddles with the same results. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.